Event description:
It was reported that intermittent cartridge alarms occurred (alarm 30) during basal delivery and during the load sequence with multiple cartridges. Customer¿s blood glucose level was 217 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.